Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination revealed that the device returned with the burr and a non-boston scientific guide catheter loaded on it, that could not be removed. The body of the guidewire was kinked and bent. A microscopic examination revealed that a portion of the spring tip was detached from the core wire and did not return for analysis. The media that was initially provided with the complaint included device photos of the rotapro and an angiogram video; however, the media did not confirm any damage to the rotawire drive. Additionally, good faith effort attempts to retrieve further clarification on the rotowire allegation were made, and the response received also confirmed no rotawire damage or malfunction. Thus, confirming that boston scientific was only made aware of a detachment allegation of the rotawire drive, upon receipt of the physical device. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
Reportable based on the device analysis completed on (B)(6) 2025. It was reported that a burr detachment occurred, and additionally the related rotawire was found to have a detached spring tip upon device evaluation. The 80-90% stenosed target lesion was located in the mild to moderately tortuous and severely calcified right coronary artery (rca). A 1.75mm rotapro and rotawire drive were selected for rotablation. During the procedure, it was noted that the burr suddenly detached without being lodged in the lesion or subjected to excessive force. The detached burr remained in the vessel while the shaft was successfully removed. With the use of a guide extension and a snare, the physician was able to retrieve the detached burr from the vessel. Since the calcified area was not yet fully treated, the physician decided to continue the procedure using a new 1.50mm rotapro burr and a new rotawire drive. During the subsequent ablation run, the same issue occurred again: the second 1.50mm burr detached from the shaft during the run and remained in the vessel. As before, the burr was not lodged but detached during the ablation process. The physician noticed a sudden lack of resistance on the advancer's knob, indicating that the burr had separated from the shaft. The detached burr was successfully retrieved from the vessel using a guide extension and a snare. There were no visible issues or damages to the rotowire drive. There were no patient complications. However, device analysis revealed that the rotawire drive was stuck with the burr and the spring tip was detached.